Event description:
Information received a smiths medical cadd® administration set with bag spike, flow stop, y-extension, one-way checkvalve with female luer, one-way checkvalve with male luer, and clamps leaked hydromorphone and ketamine pain medication while infusing to the patient. In turn the patient received under dosing of pain medication after unknown procedure. No patent death or injury reported, as under control of pain was reported.